Manufacturer narrative:
Patient identifier and patient age were not released by the hospital. Lot number/manufacture date unknown at this time. Investigation in progress.

Event description:
A medtronic representative reported that the passive biopsy needle, used with the stealthstation treon treatment guidance system, was not tracking properly during a cranial surgery. Surgeon completed the case with use of the stealthstation. No impact on patient outcome reported.